Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had a damaged battery. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with a malfunction of battery damage was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. The device has been previously sent into service for the reported condition of damaged battery.a device history review was performed with no exceptions found during manufacturing.